Event description:
The user facility reported that during a code situation, they allegedly had two resuscitators that were missing the mask. The user reported that there was no adverse outcome to the pt due to this event.